Manufacturer narrative:
In conclusion, there was no injury. The cause of the issue was determined to be use error as the site left the qa tool on during treatment. The risk due to the use error was found to be acceptable.

Manufacturer narrative:
After an mlc (multi-leaf collimator) treatment, the customer noticed that the mlc garden fence qa tool was inadvertently left on the system. Treatment for one fraction was given to the patient with the tool obstructing the beam. Initial investigation has determined that there is no serious injury for this patient as the site adjusted the remaining treatment fractions to account for the underdose. Investigation is on-going to assess potential underdose if the issue were to recur.

Event description:
One fraction delivered to patient with mlc (multi-leaf collimator) qa (quality assurance) tool attached to system.

Manufacturer narrative:
"UDI related data quality updates only." Previously reported UDI was found to be incorrect due to copy and paste issue in the service record. The corrected UDI has been added to field d4 of this report.

Manufacturer narrative:
"UDI related data quality updates only." Previously reported UDI was found to be incorrect due to a software qr code issue as well as a cut and paste human error in the service record. The UDI has been corrected and added to field d4 of this report.